Event description:
Customer reported an incident, that occurred during treatment, where they tried to set the heparin speed to 0ml, but the valve did not change. The screen was blocked, and followed by a 'blood pump failure' alarm. The monitor was switched off and on again and the prismaflex machine restarted with no problems. There was no blood loss reported. The report machine runtime was 1150 (h).

Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. Gambro renal products has requested the downloaded machine data files and an investigation is ongoing. It is expected that the investigation will be concluded by the end q.3 2006. A final report will be submitted once the investigation is concluded.